Manufacturer narrative:
Additional information / correction: through follow up customer reported that the debris on the lens of the patient interface was discovered prior to patient contact therefore, this file is no longer considered reportable. No additional information will be provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2 a3, a4 and a5: unknown/ not provided. Section e1 telephone number: (B)(6). Section h3-other (81): a review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was debris on the lens of the patient interface (pi). No patient injury and/or complications were reported. No additional information was provided.